Event description:
On 06/24/2024, it was reported by a sales representative via (B)(4) that an 0322-000 pin guide got stuck around a 3.2 pin. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged guide pin (unknown part number) was received inside an, 0322-000, serial/batch number (B)(6), was received for investigation. Visual inspection noted that a guide pin was lodged within the device. The guide wire was severely bent. No functional testing was performed for this device due to the damage of the device. The most likely cause for the reported failure can be attributed to use error due to prying/leveraging the guide wire within the guide, leading to the parts cold-welding together.